Event description:
Caller reported damage to tandem charging cable. There was no reported impact to the customer¿s blood glucose level. Cts arranged for the replacement of damaged charging supplies and facilitated this through two-day shipping.